Event description:
The customer reported that prior to use on a patient, the iabp unit failed system safety check. The iabp was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative informed the following; call resolved over the phone. Customer had issue resolved when contacted by phone, device had passed the safety disk leak test after verifying a loose autofill luer connection on the safety disk. Had customer perform test again while waiting on phone, device passed test. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).